Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported screw loosening. No other complications or contributory information reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of use, debris on threads and drive feature. No damage to the threads. Functional testing with an in-house implant to recreate the reported event; verified the screw engaged. No malfunction to the screw. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site and was used for an unknown amount of time. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, and functional testing device malfunction did not occur, and the reported event was non-verifiable without return of all devices involved.

Event description:
No further event information is available at the time of this report.